Event description:
It was reported that the pump declared alarm 20 while in operation, and the cartridge alarm recurred despite following the proper loading technique advised by technical support. The customer declined to answer whether the issue caused their blood glucose level to exceed 500 mg/dl, so there was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer by arranging a replacement pump and guiding them on returning the faulty pump. The customer reverted to using an alternate backup insulin therapy, mdi, to ensure continued insulin delivery.